Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the ups would I intermittently not come online when the system was plugged into wall power. The power cable was reseated and the issue appeared to resolve. It was noted that this was an ongoing intermittent issue. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID: 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date: n/a, section d references the main component of the system. Other medical products in use during the event include: product ID: 9735665, h3, h6 ) no parts have been returned to the manufacturer for analysis.   Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information added to b5. Additional fdd codes added for new information. Additional concomitant products added to d10. Additional lot number added to product ID: 9735787. Continuation of d10: product ID: 9735787, lot number: 23430054; product ID: 9735787, lot number: s21050058; product ID: 9735787, lot number: 2127 h3, h6: the system was serviced in the field and the uninterruptible power supply (ups) was not turning on when plugging in. Unable to start the navigation system. Received a replacement ups. After installing problem persisted. Determined that the ups is likely defective. The hardware part was replaced. B01, c02, and d02 are applicable. H3, h6: product ID: 9735787, lot number: 23430054 was received by the manufacturer for analysis. Ups was tested with a known good battery for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. B01, c19, and d14 are applicable. H3, h6: product ID: 9735787, lot number: s21050058 was received by the manufacturer for analysis. Ups was tested with a known good battery for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. B01, c19, and d14 are applicable. H3, h6: product ID: 9735787, lot number: 2127 was received by the manufacturer for analysis. Battery was tested (52.07v) with a known good ups for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programed. B01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. After replacing the uninterruptible power supply (ups) sent for this issue, the situation was not resolved. The medtronic representative (rep) reported that a red error light appeared on the back of the ups and that when plugged-in and turned on, the navigation system self-test reported that the navigation system was currently running on battery back-up. Ryan reported that before replacing the ups, he was unable to reproduce the issue reported with the old ups. Technical services (ts) had the rep reinstall the original ups to see if issue was consistent across ups's. There was no error light on original ups, system did not indicate it was on wall power, and appeared to function as intended. It appeared that the issue might be related to the main cart battery. It was likely that the intermittent boot up behavior would continue if the battery was not replaced. To be safe and ensure that the battery did not damage the ups at all, especially considering the replacement immediately had a err led on, a replacement ups was also sent along with the battery for the main cart.